Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: unknown (20073442 or 20093259) we could not find the original packaging, but it was most likely one of these. Two instances of the tubing being separated, first (B)(6) 2021 and second (B)(6) 2021. This week we have had this issue twice. The tubing is just falling apart at the joints while infusions are running causing a loss of the infused medication and in this case some blood back flowing through the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/22/2021. H.6. Investigation: two photos of primary set, model 2426-0500, was received by the customer for investigation. In one photo, it could be observed that the set's bottom smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The second photo was given to illustrate that for one event, the tubing had separated at the smartsite arm and at the second event the tubing separated at the male luer. The customer's complaint of tubing falling apart at the joints was verified. The actual lot number is unknown, however, a DHR was run using both potential lot numbers provided: a device history record review for model 2426-0500 lot number 20073442 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 20093259 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample(s) returned were inadvertently misplaced, but if found, a full investigation will be completed. However, the root cause of this failure was not identified as no product was received to undergo investigation. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). There were two potential lot numbers that may have been involved. The information for each lot number is as follows: medical device lot #: 20073442, medical device expiration date: 2023-07-27, device manufacture date: 2020-07-27. Medical device lot #: 20093259, medical device expiration date: 2023-10-09, device manufacture date: 2020-10-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500, batch/lot #: unknown (20073442 or 20093259). We could not find the original packaging, but it was most likely one of these. Two instances of the tubing being separated, first (B)(6) 2021 and second (B)(6) 2021. This week we have had this issue twice. The tubing is just falling apart at the joints while infusions are running causing a loss of the infused medication and in this case some blood back flowing through the tubing.